Manufacturer narrative:
Updated and corrected based on additional information received if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the issue had mistakenly been reported under the incorrect patient. The actual affected patient¿s information was provided. The patient received antibiotics on (B)(6) 2016. No further complications were reported/anticipated.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for gastroi ntestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported the device was removed due to infection. No further complications were reported or anticipated.